Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 30 patients received continuous lumbar drainage after craniotomy for brain injury. Six patients had spontaneous catheter disconnection/dislodged. On day 2, 1 patient had catheter obstruction with mild leg and waist pain. According to the article, the catheter was removed. The article stated that on day 4, 1 patient with catheter obstruction had the catheter reinserted. According to the article, on days 11 and 16, 1 patient on each day had catheter obstruction, and the catheters were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.